Manufacturer narrative:
The device was evaluated by zoll medical corporration. The customer's report was duplicated and attribute to an open fuse on the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via pads and paddles. Complainant indicated that there was no patient involvement in the reported malfunction.